Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of plunger rod breaking while drawing with bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer reported that the plunger rod breaks while drawing up the insulin. Problem occurred on (B)(6) 2019 involving two syringes. Consumer does not re-use.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8255686. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200771978] noted that did not pertain to the complaint.

Event description:
It was reported that there were 2 occurrences of plunger rod breaking while drawing with bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer reported that the plunger rod breaks while drawing up the insulin. Problem occurred on 04-02-19 involving two syringes. Consumer does not re-use.